Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of blood and clinical use were observed. The delivery device and the seal were returned. The loading device was not returned. The seal was returned outside the delivery device without the tension spring assembly. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Blood was visible in the delivery tube indicating that there was attempt to deploy the device into the aorta. Based on the received condition of the device we were not able to measure the delivery tube dimensions. Thus based on the return condition of the device and the evaluation results, the reported complaint ¿failure properly deploy¿ was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal did not deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
On (B)(6) 2016 11:46 am (gmt-4:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal did not deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.